Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) setting was reset. The epg was scheduled for field service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: field service confirmed the customer comment that the external pulse generator (epg) would reset itself. The epg was unable to repaired due to being an obsolete model. If information is provided in the future, a supplemental report will be issued.